Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were intermittently responsive on the insulin pump. Customer's blood glucose was 64 mg/dl. The customer also reported dropping the insulin pump into the toilet prior to the keypad anomaly occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump was received with operating currents within specification and passed the functional testing. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump was received with a cracked belt clip slot and minor scratches on the lcd window.